Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and will be returned. No adverse patient effects were reported, but the patient experienced dizziness.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A longevity calculation was performed and it was noted this device did not last as long as expected. A series of automated electrical/functional tests was completed; several of the tests were not passed due to the low battery voltage. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Destructive physical analysis determined that this device was demonstrating behavior consistent with a high current condition associated with the battery cathode and anode coming into contact and causing internal cell depletion.